Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shocks for a rhythm that appeared to be sinus tachycardia or supraventricular tachycardia (svt). Therapy was exhausted in the episode. Boston scientific technical services (ts) discussed detection enhancement reprogramming or reviewing medication needs. No adverse patient effects were reported.